Event description:
Difficulty was experienced inserting the balloon through a pinnacle 6f introducer. The device was used for a revision tips procedure. The balloon was inflated and deflated successfully. During the removal, the balloon broke and was captured inside the sheath. The entire system and guide wire were removed and a new system was placed to complete the procedure.